Manufacturer narrative:
(B)(4). Carefusion certified field service technician went onsite to evaluate the device and replaced the main board, front membrane, and overlay to resolve the reported issue. The suspect components have been returned to carefusion for further evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that the suspect vela ventilator displayed a transducer fault alarms. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: additional components were returned for evaluation, the switch membrane and the overlay. The carefusion failure analysis lab technician was unable to establish a root cause due to damage and contamination of the suspect components.

Manufacturer narrative:
Results of investigation: the suspect component (printed circuit board) was returned to carefusion's failure analysis laboratory. The investigator was not able to duplicate the reported issue, however the reported issue was confirmed in the events log. All transducer were responsive to pressure input and the output differential voltages were within acceptable specification.